Manufacturer narrative:
Was received for evaluation. Visual inspection revealed a pouch label, but the administration set was not visible in the photo. Functional testing was not performed since no device was returned; the reported issue could not be replicated, and no root cause could be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. Email address:(B)(6).

Event description:
It was reported the disposable was not completing the infusion during the prescribed time.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.